Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high blood readings. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call on 19-sep-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 156, 191, 219, 187 and 168 mg/dl. The customer¿s expected blood glucose test result ranges are 100-118 mg/dl am fasting and 130-170 mg/dl pm fasting (2 hours post meal). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 155 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2024 and test strips were opened 3 weeks prior to the call. The meter memory was reviewed for previous test result history: result 1: 156 mg/dl date: 09-10 time: 09:11 am unsure result 2: 191 mg/dl date: 09-10 time: 09:00 am unsure result 3: 219 mg/dl date: 08-28 time: 11:11 am unsure result 4: 187 mg/dl date: 08-27 time: 10:38 pm fasting (4 hours after meal) result 5: 168 mg/dl date: 08-25 time: 10:44 pm fasting (3 hours after meal).